Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the cause of the not working issue/"needing to call" error message, the patient said it was related to the x-rays at the airport. When asked what actions/interventions were taken to resolve the not working issue /"needing to call" error message issue, and power on reset (por)/stimulation issue the patient said a healthcare provider (hcp) and their staff talked to the manufacturing company tech. After restarting the device, it was determined that the ins was reaching end of life (eol). The ins was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient turned their device on and tried to increase, but encountered a power on reset (por) message; meaning was reviewed. Patient then reported that they had x-rays of their knees like four months ago; they added that they had shots in their knees as well. As a result of what was reported, the patient was redirected to their healthcare provider (hcp); no troubleshooting could be done at the time of the call due to the type of error. Prior to the por message, the patient added that they could connect and change programs, but it wouldn't stay on. The patient elaborated and said that if they turned stimulation up, it would vibrate and they could feel it, but then it would quit. They also added that they've been wearing underwear because they leak all the time when they have to go. The patient contacted the va and they referred them to the hcp; the patient is scheduled to see the hcp on (B)(6) 2018. It can be noted that the patted underwear wearing started about three months ago. Later on that day, patient said their ins stopped working. When the patient tried to program their device, it only said "need to call." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who believes the power on reset (por) message occurred because they were "wanded" too long at airport security. They also confirmed the ins was replaced due to normal battery depletion which conflicts with what was previously reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the not working issue/"needing to call" error message issue was determined, patient said the battery was low. They added that they were "waned" at the airport in security. They also said "shut [ins] down give me por". The ins was replaced. No further patient complications have been reported as a result of this event.